Event description:
It was reported that during system check, the cardiosave intra-aortic balloon pump (iabp) failed all manifold tests.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during system check, the cardiosave intra-aortic balloon pump (iabp) failed all manifold tests. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h10, h11. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue and it was found that the drive manifold was the cause of the issue. Fse replaced drive manifold assembly (d104-00-0031) and performed system check which passed. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service. The suspected faulty part was sent to getinge's failure analysis and testing (fat) for evaluation with a reported unit failure message of all manifolds test failed. Performed visual inspection of this part received and part looks to be in good condition. The failure analysis and testing department installed the drive manifold assy, into the cardiosave test fixture sn (B)(6) and tested to the factory specifications and the cardiosave service manual. The failure analysis and testing department could not verify the failure of all manifold tests failed. Drive manifold assy, passed testing.the drive manifold assy was retained in the fat dept. As per 0002-07-d008 rev ak. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is "not confirmed".

Event description:
N/a.